Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, hard pump.

Event description:
Additional information indicated the reported complaint was observed in (B)(6) 2019.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information, corrected device information, and the conclusion of the investigation. A titan touch pump was the sole component received for evaluation. Examination and testing of the returned component revealed no functional abnormalities. The information received indicated the a "hard pump", but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.